Event description:
Overdelivery reported. The pump was programmed to deliver 2600mg 5fu/52ml (50mg/ml) at 10mg/hr. Home care rn set up the pump on 3/16/97, it was not pre-programmed by the customer. The pt's family called the home care 5 hrs later stating the pump was "beeping" and the bag was empty. The entire infusion was to continue over 5 days (the container had overfill). Th pt was sent to the emergency room and was hosp the next day for nausea and vomiting.